Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to fluid loss from a leak. The old reservoir was left implanted in the patient. No patient complications were reported in relation to this event.